Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
While doing a reunion rsa sawbones lab yesterday, a rep brought me the delto-pectoral (left)- 5901-1101 guide because he couldn't get a pilot wire through the hole in the guide. After inspecting both the pilot wire and the guide, I realized that the inside of the guide was broken.

Manufacturer narrative:
An event regarding assembly issue involving a baseplate centering guide left was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned in used condition. It appears to be in like new condition. The inside hole appeared to be clear with no markings. Mar viewed the inside of the hole with a without the aid of a microscope and noted there was no debris or galling inside. The functional inspection was performed with a reunion rsa pilot wire. The pilot guide was able to allow the pilot wire to pass through. There was a bit of difficulty but if you rotate the pilot wire it will pass through the guide. The device was discovered outside of surgery; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While doing a reunion rsa sawbones lab yesterday, a rep brought me the delto-pectoral (left)- 5901-1101 guide because he couldn't get a pilot wire through the hole in the guide. After inspecting both the pilot wire and the guide, I realized that the inside of the guide was broken.